Manufacturer narrative:
The alleged cot dropping was unable to be duplicated by the service technician.

Event description:
It was reported by service report that the cot kept dropping. The service technician was unable to duplicate the alleged cot dropping. It is unknown if there was patient involvement or adverse consequences occurred.